Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported unspecified downstream issue which was not reproduced. The reported unspecified downstream issue was verified through a review of the event history log as "downstream occlusion!" Alarms. The cause was identified to be the force sensor was out of specification. The force sensor was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified downstream occlusion issue. There was no patient involvement. No additional information is available.